Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had the arctic sun device, that was having issues with flow and mixing water, they would like to send the device in for the 2k hour preventive maintenance.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not isolated as the reported issue was unconfirmed. The DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction- a, b, d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had the arctic sun device, that was having issues with flow and mixing water, they would like to send the device in for the 2k hour preventive maintenance. Per follow up information received via email on 05feb2024. This device was sent to bd evaluation center for 2000-hour service. The device was turned off and on again, but therapy was completed with another device. No patient impact was reported.